Event description:
It was reported that the pump malfunctioned after being accidentally dropped while being removed from the charger, triggering a malfunction error with code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in performing the reset. The malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support if any further issues arose.